Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: explant date n/a section d references the main component of the system. Other medical products in use during the event include: computer 9735764 nav with pcoip s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system arrived to the facility and booted up to a "no video detected" message on both monitors. The camera cart moved to "no video detected" after clearing pcoip connections screen. The representative confirmed the system had legacy computer. The representative reseated the hdmi cable on the back of the monitor and back of computer with no change. They reseated the display port cable on the back of the computer for the camera cart video with no change. The cd drive opened and closed. The mini display port on the pcoip card had solid green and blinking red lights, ethernet cable next to it had solid amber and blinking green. The representative confirmed camera cart monitor set to dp. Representative plugged main cart monitor hdmi info I/o panel instead of computer with no change.   There was no patient involvement.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the 9735764r computer, lot 1633c00124 was returned for evaluation. Analysis found a computer failure. There was a graphics card malf unction. It was confirmed that when the computer was powered up, there was no signal to the monitor due to a bad graphics card. Codes b01, c13, and d02 are applicable. The 9735764r computer, lot 2438f03627 was returned for evaluation. There were no failures found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned. The computer passed all burn-in testing v9.1. The computer was booted up with an operating system solid state drive (ssd) and it did boot up to the login screen with no issues. The computer was fully functional. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.